Event description:
It was reported that the index procedure took place on (B)(6) 2010, during which one drug eluting stent was deployed in the left main coronary artery. The patient was discharged on (B)(6) 2010. On (B)(6) 2012, the patient experienced a myocardial infarction; however, no treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.